Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover had cracks at the clear plastic distal portion of the cover. The surgeon believes the cracking happens relatively early in the case, and has occurred over a long period of time, suggesting it is likely not a lot or batch issue. The surgeon also checks to make sure none of the orange coloring is visible around the tip cover, and discontinues use if she can see orange. The cracks have not led to any stray cautery being delivered, or any other harms to the patient. The surgeon stated that the cracks are an annoyance. There was no reported injuries and the surgeries were completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip cover was installed correctly with the installation tool and with no orange showing. The procedures were completed with no delays. The surgeon was unsure if the tip cover was installed beyond the orange surface. The issue occurs frequently and is not related to a single patient.

Manufacturer narrative:
The mcs tip cover has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted when evaluation is completed and/or if additional information is received. Verification of the event details via system logs cannot be performed because the accessory's usage is not present in the logs. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: the mcs tip cover accessory had holes/tears/missing material on the gray silicone area. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using a energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns.